Event description:
It was rpeorted that during a coronary stenting treatment procedure, the epxress2 monorail balloon ruptured. The calcified, 100% stenotic lesion in the distal lad coronary artery was predilated with another MFR's balloon at 8 atms. The express2 monorail 20/3.5 mm sds was inserted across the lesion for stent placement, but the balloon ruptured at 10 atms on the initial inflation. At this time, a dissection was observed in the proximal lad. The dissection was repaired with an s670 (8.0/3.5 mm) stent. The procedure was successfully completed. The pt's condition is reported to be 'good' following the procedure.